Manufacturer narrative:
Update to d4: catalog number. Update to h6: investigation findings. Update to h6: investigation conclusions.

Manufacturer narrative:
According to the customer, on (B)(6) 2024 after inserting the catheter a "pin hole" was identified in the "latex tubing" causing the urine to leak. The customer reported due to the incident the foley was removed and a new catheter was inserted. The customer reported there were no injuries related to the reported event. The customer did not report any serious injury related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 after inserting the catheter a "pin hole" was identified in the "latex tubing" causing the urine to leak.